Manufacturer narrative:
(B) (4).

Event description:
The patient received stimulation in the two weeks following implant and she did not change the system. The physician mode recharge was attempted with eight hours of charge and two different chargers. It was not possible to get a minimum charge. X-ray confirmed the device was in the correct position, less than 1cm from the skin surface. The situation required further follow-up. The device remained implanted.